Manufacturer narrative:
The customer's report of a leakage was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be identified.

Event description:
The reported feedback suggests that there is a leakage.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.